Event description:
This lead dislodged and could not be repositioned due to tissue in-growth. This lead has been retained by the hospital. Should additional information become available, this event will be updated.